Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) after wearing the device between 36 and 48 hours. Upon removing the pod, the patient observed purulent drainage, redness, inflammation, pain, and warmth at the infusion site. The patient sought care at an urgent care facility on (B)(6) 2026, where they were diagnosed with cellulitis at the pod site. Treatment included antibiotic injections, a prescription for oral doxycycline, topical triple-antibiotic ointment, and guidance on proper skin cleansing. The patient no longer has the pod associated with the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs8gza1 hardware: sm-s901u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.